Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator, catalog # m490007, s/n: (B)(4), unspecified pentaray catheter. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered an esophageal fistula requiring a surgical intervention. On post-procedure day 19, the patient returned to the facility via the emergency department reporting chest pain. The patient was evaluated and esophageal fistula was confirmed with CT. Patient was transferred to the operating room to repair the esophageal lesion. Extended hospitalization was required as a result of the adverse event. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure. There were no issues or errors reported on any bwi products or equipment during the procedure. Generator was set on power control mode. Temperature cut-off was 50 degrees celsius. There is no further information regarding generator parameters and settings at the site of injury. Overall ablation time and last ablation cycle time at the site of injury are unknown. Esophageal injury prevention included the use of an esophageal temperature probe. There is no information regarding spi value. Smarttouch catheter was not in close proximity to pentaray catheter. This report is for the smarttouch catheter.

Manufacturer narrative:
On 7/25/2018, an error was noticed on the initial 3500a report related to the manufacturer contact state code. As such, manufacturer contact state code has been corrected from tx to ca. Additionally, it should be noted that biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # 2029046-2018-01846 for product code d134805 (thermocool smart touch sf bi-directional navigation catheter). MFR # 2029046-2018-01847 for product code m490007 (smartablate system rf generator).